Event description:
It was reported from the intensive care unit (ICU) that the amount of propofol left after the infusion completed did not match the expected amount. The amount of propofol was less than expected. The customer further stated that they are unsure if the device malfunctioned or if someone found a way to remove the propofol. There were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s complaint of over infusion was not reproduced. Testing revealed that sear did not consistently engage the safety clamp when the door opened which could have contributed to over infusion. Inspection: inspection of the event administration set could not be performed because the set was not returned for investigation. The device was received in fair condition. The device was received in fair condition. The instrument seal was intact. Dried fluid observed on the male iui. Dried fluid and corrosion observed on the female iui. Dried fluid observed inside door. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts are manufactured by bd. Log result: the customer reported an event date of 22 october 2020. Although requested, the event dataset was not provided. Some medications and programming parameters could not be confirmed. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the most recent power on, prior to the event date, was overwritten due to continued use. The log begins 14 october 2020 at 9:54 pm. On the reported event date, the suspect device was infusing drugid = 594 at a rate of 3.996 ml/hr. At 2:44 pm, the suspect device was selected and changed the dose to 5 mcg/kg/min (calculated rate= 1.998 ml/hr). At 4:41 pm, the suspect device received a remote IV for drugid=594 at a rate of 1.998 ml/hr (vtbi= 100 ml). At 4:43 pm, the device alarmed for flo stop open (1 second) and was restarted. On 23 october 2020 at 1:52 am, the suspect device was selected and changed the dose to 10 mcg/kg/min (calculated rate= 3.996 ml/hr). At 5:10 am, the device alarmed twice for flo stop open (totaling 3 seconds) and was restarted. At 5:11 am, the suspect device received a remote IV for drugid=594 at a rate of 1.998 ml/hr (vtbi= 100 ml). At 7:43 am, the suspect device alarmed for flo stop open (4 seconds) and was paused. At 7:43 am, the suspect device received a remote IV for drugid=594 at a rate of 1.998 ml/hr (vtbi= 100 ml). At 8:22 am, the suspect device was channeled off. Testing: timed rate accuracy testing was performed using a test administration set, source device sn 15225713 and the returned pcu (B)(6) to determine if the system is delivering fluid in specification. Root cause: the root cause of the customer¿s complaint of an over infusion was not definitively identified. Testing showed the sear did not consistently engage the safety clamp when the door opened which could have contributed to over infusion. Device history review: a review of the device history record showed the device had a manufacture date of 05/30/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for source device lvp (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the source device lvp (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that after infusion, there was less medication left in the bag than expected. There was no patient harm.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that after infusion, there was less medication left in the bag than expected. There was no patient harm.